Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event could be confirmed based on the provided CT scans. A clinical review and surgeon consultation identified that the patient has a posterior open bite, which could be treated either by replacing the current tmj device or performing a lefort osteotomy, with no issues reported related to the existing implant. The surgeon opted to consult an orthodontist for treatment options but provided no further updates, and the device remains implanted while the patient recovers from severe burns. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery was performed.